Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use following a coil embolization procedure of a cerebral aneurysm, using a 6f procedural sheath. A femoral angiogram was not performed, and the device was deployed in a right femoral arteriotomy with good arterial flow noted at the completion. Hemostasis was not achieved and manual compression was held for 240 minutes. Post-deployment ultrasound revealed the device was inside the artery, requiring surgical removal. The patient has been discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Manufacturer narrative:
Additional information: (B)(4). Corrected information: our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.